Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead measuring 35.0cm of the distal tip was was returned. Externalized conductors due to external insulation arasion were found at 9.2-13.0cm from the distal tip. The sensing cables were externalized at the same location and the etfe coating was intact. External insulation abrasions were found at 15.0-15.7cm and 20.0- 21.0cm from distal tip. The etfe coating of the sensing cables was intact at these locations.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. The lead was explanted and replaced.